Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but was unavailable: qty to be returned : 36,34. Was the needle it retrieved during the same surgical procedure? No further information is available. Was there any additional tissue damage as a result of searching for the needle piece? Was additional dissection required in other organs/tissues other than the target tissue? No further information is available. What is the most current patient health status and condition? No further information is available. Device return status/follow up? We regularly contact with sales rep about the device returning. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent this is a combination product, and the event has been reviewed for both the suture and the triclosan.

Event description:
It was reported by a sales rep that, during an unknown surgery, on (B)(6) 2022 the needle was detached from the suture easily during use. It was a control release needle. There were no adverse consequences to the patient reported.

Manufacturer narrative:
Product complaint number: (B)(4). Date sent to the FDA: 4/27/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: two sealed boxes with twelve packets ea. And, ten packets of product code vcp772d were returned for analysis. In order to evaluate the conditions of the returned samples, the packets, the swage, and the attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issues on the suture and no defects were observed during the evaluation. A functional test was performed using an instron and the pull force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.